Event description:
It was reported the pt's original implant site was always bruised, red, and itchy. The site would not heal. It was also reported the pt "got burned skin" each time the device was recharged. The device was implanted in the buttock area. The device reportedly "dropped." The pt had lost weight (specific weight loss amount not reported). It was also reported the leads disconnected from the ins. It was unclear if the issue with the leads was around the time the device "dropped" as no dates were indicated. The device pocket was revised from the buttock to the waist in 2008. Additional info has been requested but was not available on the date of this report.

Manufacturer narrative:
.